Event description:
It was reported that the patients left hip was revised due to infection. An antibiotic spacer was implanted.

Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision acetabular; cat# 509-02-64g; lot# unk. Restoration gap ii acet shell; cat# 2082-0048l; lot# unk. Pshp 165mm t1 neu stm 4x14mm; cat# 6260-6-414; lot# unk. Delta v-40 ceramic head 28/+4; cat# 6570-0-228; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.